Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. A system log review was not performed since there is insufficient or unconfirmed product/event information. An intuitive surgical, inc. (Isi) medical safety officer reviewed the event and concluded there is no adverse event here that can be ascertained. Pre-emptive antibiotics were administered without a documented infection. Fever and leukocytosis can be an inflammatory response to surgery. The event is not related to a da vinci device and was possibly related to the investigational procedure.

Event description:
A patient who was enrolled in a study, underwent a da vinci assisted pulmonary segmentectomy. On post-operative day one, the patient experienced pneumopathy (hyperthermia with a biological inflammatory syndrome and leucocytes count at 20 giga/l) which required a longer ward stay and intravenous piperacillin and tazobactam, 4 grams every 8 hours for 7 days. A chest drain that was placed post-operatively was removed successfully. Blood cultures from peripheral blood were negative on day 5. The event was declared resolved on day 10 and the patient was discharged the same day. There were no reports of a da vinci device malfunction. The study investigator reported the event as severe, a clavien-dindo grade ii, and not related to a da vinci device.